Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.   Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure.  Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury.   Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve.  An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus.  If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cascade of events (too ventricular placement, embolization) were due to procedural factors (device manipulation).  The cause of the mitral chordae tendinae rupture is likely due to the removal of the 1st embolized valve in the lv.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transapical tavr, a 29mm sapien xt valve embolized into the left ventricular (lv). As the annulus area measured 531mm2 and there were little calcifications on the sinus of valsalva, the 29mm xt valve was to be implanted with less volume. Taking calcification on the st junction (stj) into consideration, the valve was placed 50:50 (a/v). During inflation, the valve gradually moved to the lv side, but the position could not be corrected since the balloon was pushed by the calcification on the stj. The valve was expanded ¿trapezoidally¿ and landed in a 50:50 to 40:60 (a/v) position. Then the valve was ¿pushed by the own leaflets with the cardiac pulse¿ and finally located at 10:90 (a/v). A valve-in-valve was performed. When the second xt valve/delivery system was inserted into the aortic valve, the assembly hit the first xt valve and the valve fell into the lv. Immediately the second valve was deployed in an 80:20 (a/v) position. The embolized valve was clamped and folded into a small piece with forceps, and explanted from the incision site for the sheath. While retrieving the first valve from the apex, the papillary muscle was ruptured and mitral regurgitation (mr) increased. The procedure was converted to an open heart surgery and a mitral valve replacement (mvr) was performed. After the surgical treatment, it was difficult to control bleeding. The patient left the operating room with percutaneous cardiopulmonary support (pcps) due to unstable blood pressure. The physician mentioned that he could not pull back the system enough at the half-inflation step because the balloon was inflated larger than intention.